Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete eel lite, eel slender. Guide catheter: heartrail al1 6f. The ability to cross a lesion/physical resistance can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to: patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The device was not returned to abbott vascular for analysis and may have assisted in the investigation. The anatomical conditions were reported to be moderately tortuous, heavily calcified, concentric, de novo and 90% stenosed, which likely contributed to the reported failure to cross the lesion. The stent delivery system (sds) was removed and the guide wire was replaced, prior to the sds being re-inserted for successful deployment of the xience v stent. The implanted stent was dilated with the sds balloon and a dissection was detected at the proximal edge of the stent. It should be noted that the japan xience instructions for use (IFU), states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. In this case, it is unknown if this contributed to the reported dissection. Furthermore, dissection is a known adverse event as listed in the IFU. The physical resistance appears to be related to operation context of the procedure. Although a conclusive cause for the reported dissection cannot be determined, there is no indication of a product quality deficiency. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the finished product lot history records did not reveal any nonconforming material records for this lot.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. Vessel and lesion site were characterized as being moderately tortuous, heavily calcified, concentric, de novo and 90% stenosed. After pre-dilatation, the 3.0 x 23 xience v stent delivery system (sds) was advanced, but would not cross; therefore, the sds was removed. The guide wire was exchanged for a 0.010 inch guide wire and with the support of a small catheter, the xience v sds was advanced for a second time and the stent was implanted. Post-dilatation was done with the sds balloon, at which time a dissection was observed at the proximal edge of the stent. An additional xience v stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.